Manufacturer narrative:
The reported events of lead damage and noise were confirmed. As received a complete lead was returned cut in two portions. Visual examination found two external insulation abrasions caused by friction to the device can (one breaching the outer insulation and polytetrafluoroethylene (ptfe) liner exposing the ring electrode coil on the is-1 connector region and the other one breaching the ring electrode and superior vena cava lumens with intact ethylene tetrafluoroethylene (etfe) cable coating intact) which is consistent with the reported event of lead damage. The cause of the reported event of noise was isolated to the exposure of the ring electrode coil on one of the abrasion zones.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
During follow-up, sensing noise was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. Provocative testing was performed and noise could be reproduced. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.